Event description:
It is reported that during surgery in 2008, one spike broke off inside the tibial cutting guide and was stuck in the piece of bone that was sawed off of the patient.

Manufacturer narrative:
Evaluation summary: it is possible that the device experienced very hard bone and broke upon impaction against it or it broke due to material fatigue. Cause cannot be definitively determined. As returned, the longer spike on the distal end of the device has fractured off the device. The fractured spike was not returned with the device for review and remained captured within a section of the bone that was removed during surgery. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis of the spike arm fracture surface showed fatigue fracture zones on two opposite sites indicating that fracture occurred by reverse bending load cycles. Energy dispersive spectroscopy analysis of the spike arm material showed fe, cr, ni, and cu peaks typical of a 17-4 ph sst.